Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure battery reached end of life. The patient is doing well post operatively and have 80% relief. The device will not be returned as they were disposed per facility.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. At this time, no additional information is available.